Event description:
The ez35w was used during a laparoscopic bilateral salpingo-oophorectomy. The device was fired and would not open. The surgeon mannually opened the device. The staple line was complete. Another ez35w was opened to complete the case. There was no consequence to the pt. 08/16/96 rep reports no buttressing material was used.